Event description:
It was reported that the ilet device sustained a cracked screen, confirmed by customer-provided photo and serial verification, resulting in a hardware malfunction affecting the display component and necessitating device replacement. Symptoms included no reported changes in blood glucose and no adverse clinical effects. Outcomes included no injury, no medical intervention, and no hospitalization. Investigation included collection of device history, user account review, and assessment of complaint information with request for device return for evaluation. Investigation of this device revealed physical damage to the screen consistent with external impact, with no evidence of systemic device malfunction. It was concluded, based on previously established findings for similar reports, that the cause was user-related physical damage leading to display failure.

Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.